Manufacturer narrative:
(B)(4). (B)(6). The device was manufactured may 9, 2014 to may 13, 2014. Evaluation summary: the device was received for evaluation. Visual inspection revealed fluid in the packaging which contained the device. When the unit was removed from the package, a leak was visually observed from the untightened blue winged luer cap. A functional leak test was subsequently performed by filling the unit with water. After fill, the blue winged luer cap was hand tightened. The next day, no signs of leak were observed at the blue winged luer cap. The cause of the leak was found to be an untightened blue winged luer cap. The device was found to be within specification, and no nonconformances were observed during evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the cap of a half day infusor. The device had been filled with 2000mg desferrioxamine in 40ml water for injection. There was no patient involvement. No additional information is available.